Event description:
Customer reported that the collection box was overflowing and was removing the box when one of the cassettes fell out and struck her arm. A healthcare worker complained of a raised white spot and red rash in the area where the cassette hit her arm. The worker did not receive medical attention and the symptom resolved within a few minutes.